Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a crack from the top of the battery cap running down to the back. The customer's blood glucose was 132 mg/dl at the time of incident. The customer stated that the insulin pump might have been dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.